Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. The customer¿s blood glucose level at the time of the event was 150 mg/dl and the current blood glucose level was 257 mg/dl. The customer was treated with manual injections for past two days. The customer also reported that the drive support cap was flush. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received compromised force sensor system alarm during the basic occlusion test due to loose/protruded or flush drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test. Drive support disk is sticking out noted.